Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Reportedly, the cable did not insert all the way into the pump. The customer¿s blood glucose was 168 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.